Manufacturer narrative:
The device involved was not returned for evaluation.

Event description:
Information provided states that patient had acdf (anterior cervical discectomy fusion) at levels c4-c7 in (B)(6) 2023. Patient returned for 6 week follow and images showed the interior locking mechanism of the cetra plate had failed. The device was explanted on (B)(6) 2023.